Event description:
The complainant reported that a pt was therapeutically treated with an enteryx procedure. This pt was reported to be a healthy middle-aged, obese pt with a history of smoking until 6 years ago. The pt suffered from recurrent acute bronchitis, and gerd. The pt was reported to have been responding to ppi treatment. The pt underwent enteryx procedure approximately 3.5 months ago. During the procedure a total of approximately 8cc's of the enteryx solution was injected from 6 individual injections (4 injections of 1cc each and 2 injections of 2cc's each, with -5 cc's on the right side). No transmural injection was reported and there was no hiatal hernia seen during the procedure. The pt reported chest pain after the procedure. The pain lasted one day, and the pt received po narcotics. The pt then developed a cough and fever "2 hours after the procedure, which was thought to be due to acute bronchitis. The pt responded to antibiotics and the reflux was reported as improved. The pt did not suffer from dysphagia. The pt condition was reported as okay at the one week follow-up visit. The pt reported intermittent cough and mild fever with chills two weeks post-procedure and was started on cephalosporin. The pt condition improved after completion of the antibiotic course, but the pt continued complaining of not feeling well. The chest x-ray was taken (approximately 2.5 months post-procedure), which showed right sided pleural effusion that was not treated at that time. The pt continued to report worsening of cough and blood in sputum, and was admitted to hospital about 3 months after the procedure. The white blood count was within normal limits and blood smears were negative. Chest x-rays from the pt showed right sided pleural effusion. A CT of the pt's chest revealed 2 - 2.5 cm's of a soft tissue mass at the bifurcation of trachea. Enteryx material was seen at the lower esophageal sphincter and a radiopaque mass at the hilar region near tracheal hilar mass. A pleural tap was done, which resulted with 100 cc's of fluid being tapped, which appeared purulent. There was presence of white blood cells, but the cultures were negative. The pt was started on rocephin. The pt's cough improved after the tap. In aug. 2004 it was reported that cultures show yeast (common) and also herpes simplex. Additional evaluation of the CT scan are pending. The pt has been discharged and is doing well.